Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02333. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. The patient underwent excision of eroded mesh on (B)(6) 2011 and on (B)(6) 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02333. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: the patient underwent the concurrent procedures of a transvaginal hysterectomy and robotic sacral colpopexy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02333. The same patient is represented in each medwatch.